Event description:
It was reported that this right ventricular (rv) lead exhibited sudden high out of range shock impedance. Technical services (ts) reviewed the reports and recommended following actions. The lead remains in use. No adverse patient effects were reported.